Event description:
It was reported that the patient presented remotely via merlin.net and the left ventricular lead impedance was out of range. The patient was later brought into the clinic and upon interrogation, the left ventricular lead exhibited high lead impedance and loss of capture. A x-ray was performed which revealed no anomalies. The device was successfully reprogrammed and the patient was discharged in stable condition.